Manufacturer narrative:
H3, h6: the device intended to be used in treatment has not been returned for evaluation, with no additional information provided. We have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Potential factors include raw material issue and process parameter setting issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this product is not approved in the us. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that some dressings have visibly leaked, with fat diffusion on the boxes therefore the integrity of sterility is not assured, and the dressings cannot be used.